Event description:
The customer reported the following: the physician used an angiojet pe catheter to perform an angioplasty procedure. During the procedure, the physician had passed the catheter through the y-connector device that was situated proximally to the introducer sheath. The catheter was removed after several passes into the vessel and, upon inspection, the tip was noted to be frayed. A second angiojet pe catheter was used to successfully complete the procedure. No adverse event was reported.

Manufacturer narrative:
Quality assurance product analysis reviewed the info that was provided by the site. The angiojet pe catheter that was in use during the event is being returned to minneapolis for a full eval. Once the eval is completed, a follow-up will be submitted.